Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device and reported that the misalignment of the touch position was confirmed. A calibration was performed on the touchscreen; however, the issue was not resolved. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
The faulty part was returned to philips for failure investigation. The technician reported that the touch screen flex circuit passes all resistance testing. The touch screen passed all diagnostics testing and passed all operational testing. The touch screen operates as expected with no issues noted / no problem found.